Manufacturer narrative:
The customer indicated they began to see the issue occur on the analyzer the assay was moved to. The new analyzer had a similar test menu as the original instrument. The customer stated they believe there was an interference between the gent assay and a third party acetaminophen assay. The customer added a special wash between the two assays. On further follow up, the customer has not observed the issue since adding the special wash. The gent reagent is manufactured by thermofisher. Thermofisher was notified of the issue.

Event description:
The customer received questionable results for qms gentamicin application (gent) on two patient samples. Of the two samples, it was determined that one sample had erroneous results that were reported outside of the laboratory. The patient had an initial gent result of 1.88 ug/ml, which was reported outside of the laboratory. The customer repeated and generated a repeat result of 3.85 ug/ml. The sample was repeated again and generated a result of 0.64 ug/ml. The customer deemed the repeat result of 0.64 ug/ml to be the correct result. The customer also indicated that they repeated the sample a fourth time on another instrument , which matched the repeat result of 0.64 ug/ml. The customer confirmed that the patient was not harmed and there was no adverse event. The lot of gent reagent in use was 60144673, with an expiration date of 01/14/2014. The field service representative (fsr) was unable to determine a cause. The fsr indicated the customer moved the test to another instrument and was monitoring the results. On further follow up, the customer indicated they have not experienced the issue since moving the test to another instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.